Event description:
It was reported "germs have been found on the endoscope during the validation of an etd" (reprocessor). The issue found during reprocessing. There was no report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device (all channel) tested positive with the following: sampling date: (B)(6) 2023. Stenotrophomonas maltophilia 11 cfu/sample volume the subject device was then sent to olympus third party for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. (Performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). All channels (instrument/biopsy/suction/air/water/auxiliary water) found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. Below are information on customers provided cds checklist: cleaning, disinfection, and sterilization (cds) : notes: noted no patient(s) infection. Aer/ewd reprocessor: no defect on aer (reprocessor) model name: olympus minietd2 detergent name: ecolab dis act, det disinfectant name: ecolab dis act, det all channel connected with tubes when the endoscope was setting up into the aer/ewd (reprocessor). Concentration and expiration date of disinfectant are controlled. Water quality of the rinse water was controlled. Water filter replaced periodically in accordance with IFU- noted ¿no¿ any deviations or deficiencies/concerns in reprocessing- noted ¿no¿ manual cleaning: device passed the leak test. Brushed points : instrument /suction channel, suction cylinder, instrument channel port. Device dried by : blew by clean compressed air, wiped with towel /paper storage of the scope: stored in simple cabinet the service repair device evaluation has not yet been finalized. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation performed by olympus regional repair center. Device evaluation, the following findings were identified : light guide rod lens were cracked. The distal end c cover found chipped. A-rubber glue (bending section rubber) separated. Connecting tube wrinkle 10mm from glue. Channel mount noted with wear and tear. Biopsy port ks mouthpiece damaged. Electrical safety test passed. Investigation is ongoing. This report will be supplemented accordingly following investigation.